Event description:
It was reported that a patient was revised to address a migrated xia blocker approximately eight months after implantation.

Manufacturer narrative:
Additional data: d4, d9, h3, h4. Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient was revised to address a migrated xia blocker approximately eight months after implantation.